Manufacturer narrative:
Correction information provided in b.5. And h.11. Based on the internal review performed following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the internal review following initial submission, the iol was exchanged for the same lens model but half a diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens (iol) implantation surgery, the patient experienced refractive error. Hence the lens was explanted and replaced with another lens in a secondary procedure. Additional information was received stating that, the iol became myopic and the patient was dissatisfied with distance vision which led to replacement on (B)(6) 2025.